Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo_13.7 implantable collamer lens, of diopter -6.5, into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for with a same model but shorter length lens due excessive vault. This resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
B5 - on 11-jun-2024 the lens was explanted due excessive vault. In a separate surgery on the same day the lens was replaced with a same model but shorter length lens. Claim #(B)(4).